Event description:
Vtip to rvcoil warning in observations. Patient was in office for device interrogation caller stated the rv bipolar impedance is 342 ohms and the rvtip to rvcoil impedance was 190 ohms. Caller stated impedance historically has been approximately 200 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).